Manufacturer narrative:
Reliability analysis evaluated on 1 opened/used reservoir and checked o-rings/stopper groove for anomalies none were found. The reservoir passed basal, bolus leaking test.

Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. It was stated that insulin was leaking from the reservoir. Reservoir was used. Insulin is seen in the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.